Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned due to high impedances out of range. The lead damaged with a separation between the tip and ring of the is1 pin. This lead was successfully replaced. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pacing impedance measurements of greater than 2000 ohms. A revision procedure was performed and the lead-to-header connection was verified with no issues identified. No visible damage of the lead conductor could be observed under x-ray. Visual examination noted the terminal pin appeared to be damaged with a separation observed between the tip and ring of the is-1 terminal pin. This lead was surgically abandoned and a new lead successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Supplemental 001 - corrected fields: date of event (b3) updated based on the first day abnormal impedance measurements were observed. Describe event or problem (b5) updated to add additional details to describe the nature of the event. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited high out-of-range pacing impedance measurements that are most likely the result of a separation of the is-1 terminal pin from the terminal ring. Please see the description field for more information regarding the specific circumstances of this event.